Event description:
The customer called and reported the insulin pump was repeatedly alarming with no delivery. Customer's blood glucose was 161 mg/dl. She was unable to perform troubleshooting, based on privacy concerns. Customer stated the infusion set tubing was not kinked or bent. When customer expressed she could not perform a set change, she was advised to revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.